Manufacturer narrative:
H10: h3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The depth limiter button was not in the default position. No sutures or anchors were included. The needle overmold assembly was slightly bent horizontally. The deployment needle was at the distal tip and appeared to be stuck in that position. A functional evaluation was conducted. The deployment slider was moving freely and felt like it was detached from the deployment needle. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately.

Event description:
It was reported that during an acl with a meniscus repair surgery, the fast fix t2 implant was not able to be deployed. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.